Manufacturer narrative:
The patient's daughter communicated that the patient was reusing the single use catheters. This was because previously the patient only had to catheterize once daily. Then he began needing to catheterize more frequently in the range of up to 5 times daily. Unfortunately he did not receive enough catheters so he reused the catheters. His doctor increased the number of catheters for his prescription but there were delays with receiving enough so he continued to reuse them. The patient was to receive the increased supply at the end of (B)(6) 2019 so reuse is expected to be discontinued. The product is clearly labeled for single use. This report is one of three infections reported by this patient with related reuse of a single use device. The other two are reported on separate reports.

Event description:
Patient (user) contracted a urinary tract infection (uti). There was no product problem or injury reported. Patient was prescribed an antibiotic and has fully recovered.